Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The device had no button error alarms and no battery out limit alarms. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly but had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and a keypad anomaly. The blood glucose at the time of the incident was greater than 230 mg/dl. The insulin pump stopped working and would not accept any boluses. The customer's mother stated that her son wears the insulin pump facing in. Advised her that the keys underneath the keypad become stuck and damaged and eventually that causes internal damage. Troubleshooting for the battery out limit was not performed due to the button error alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.